Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had high pacing impedance greater than 2000 ohms. The lead was surgically capped and replaced, and the device remains in-service. No adverse patient effects were reported.